Event description:
It was reported that this patient had ventricular fibrillation (vf) that was being undersensed by the implanted cardiac resynchronization therapy defibrillator (crt-d). The patient had gone into cardiac arrest and CPR was performed to bring the patient back. At the time of the call, the patient was still in the intensive care unit. Technical services reviewed the episodes and agreed that the crt-d was undersensing the patient's vf and ended up pacing in the event. It was discussed to consider changing the patient's vt-1 zone duration from 15.0 seconds to something shorter, changing the patient's vt-1 atp from 4 pulses to nominals, and discussed the different sensitivity levels they can program. Additional information was requested for the outcome and to see if reprogramming was performed. The device system remain in-service. No additional adverse patient effects were reported.